Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device records 54 log entries between the 17th september 2007 and the 17th february 2016. The device records 41 manual power ups between the 24th september 2007 and the 1st may 2015, the longest of which lasts 5 minutes 45 seconds. The device records 11 manual power ups mainly under one minute duration between the 8th february 2016 and the 17th february 2016. Investigation found the reported fault can be attributed to membrane failure. The multiple manual power ups may indicate the user was regularly power cycling the device or the beginning of a membrane failure. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.